Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced loose drive support cap. The customer's blood glucose reading was unknown. The insulin pump was not returned for analysis.

Manufacturer narrative:
The insulin pump had cracked case at display window corners and minor scratched display window. Drive support disk was inspected and no anomaly was noted.